Event description:
Tech alleged that the stretcher had no brakes at the head end. No pt injured.

Manufacturer narrative:
The tech found the brake hex rod was out of the brake caster. The tech replaced the hex rod to resolve the issue.